Event description:
Reporter states pump makes an odd noise and there is no suction. Error code 2 was noted.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The npwt is the application of suction (negative pressure) to a wound to promote healing by removing fluids; including wound exudate and bio-burden. The pump applies controlled suction adjustable by the user in the range of 30mmhg to 75mmhg. The pump operates in continuous and intermittent modes. It incorporates a proprietary detection system to monitor and display the condition of the wound dressing and the collection system. A loss of suction power will be indicated by a negative pressure status indicator light-blue coming on. The reporter states, the pump had 0 consumed hours. There was no reported injury to a pt, as the malfunction occurred prior to use. No additional info has been provided to date. A return device for eval is not expected. Should additional details be provided, a follow-up report will be submitted. (B)(4).